Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anastomosis procedure, stapler broke the lever. During the stapling of the double anostomosis of the transverse ileum of the patient, the linear 75mm stapler ruptured the lever, requiring the use of a new stapler to terminate the anastomosis without damage to the patient. There was no harm to the patient. It was replaced by another product.